Event description:
It was reported that the dragonfly optis imaging catheter's inner sterile packaging containing the catheter was found to be broken during preparation. Therefore, the device was not used in the patient. Another dragonfly optis imaging catheter was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported hole in the packaging could not be determined. In this case, the packaging was not returned to analyze the cause of the reported hole; however, it is likely that the product pouch was prematurely removed from the product protective box¿which makes the product pouch more easily susceptible to environmental damage. However, these conditions could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from ¿yes¿ to ¿no¿.